Event description:
It was reported that when the ventilator alarmed, it did not send an alarm to the nurse call system. The nurse was able to hear the ventilator alarming. No patient harm reported. The nurse changed the patient assist cable but it did not send an alarm to the nurse call system.